Manufacturer narrative:
Na

Event description:
It was reported that the ventricular lead exhibited noise when the patient moved her arm. There were over 5000 atrial tachycardia/atrial fibrillation events (at/af), and previously there had been none. The noise and oversensing could be seen with isometrics. The sensing was switched to unipolar but noise was still observed. Sensing was switched back to bipolar and automatic mode switch (ams) was turned off. The patient would be monitored.